Manufacturer narrative:
Final analysis confirmed the reported complaints of noise, sensing and low impedance. A complete lead was received for analysis. Examination of the lead found breach in the inner insulation at suture sleeve tie impression region. The breach of the inner insulation was most likely the cause of the reported complaints from the field. Visual analysis found damage that is consistent with that occurring at the time of implant.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead of a pacemaker dependent patient exhibited noise resulting in auto mode switching. It was also noted that the lead exhibited intermittent low impedance. The lead was explanted and replaced. There were no complications and the patient was in stable condition post procedure.